Manufacturer narrative:
The date of the event was on an unknown date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line-associated bloodstream infection (clabsi) related to the one-link device. On the first day of the same month as the date of the event onset, the patient was hospitalized for an unspecified condition. On an unknown date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations) for clabsi. Patient recovery status was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A product use review was conducted with the hospital by baxter clinical services. The assessment revealed that scrubbing (antiseptic) of the device was not performed according to the package label instructions. It was stated in the assessment result, that ¿no scrubbing was performed when the device was removed from the packaging and in between multiple syringe accesses¿. Upon further review, it was determined that the reported condition of ¿central line associated blood stream infection (clabsi)¿ was due to use error and therefore, not a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.